Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured into two pieces and both pieces were returned. The device also had numerous scratches, nicks and gouges near the fracture site. The device was manufactured in 2003 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the device broke in half while removing. There was no harm to the patient or staff. Nothing got in patient. No delays. S&n back up available. Patient survived. The device was received for evaluation.